Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: the actual explanted mesh involved in this event was returned for evaluation. The device was visually evaluated. The explanted mesh had the orc layer absent and most of the laminated film removed or present in fragments or sections. The mesh component was intact, but had several sites where holes were present in the mesh with damage consistent with the mesh having been torn. The force required to tear the mesh could not be determined. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that patient underwent a surgical procedure on (B)(6) 2014 and mesh was implanted. The mesh pulled loose from the sutures. The patient underwent another surgery to replace the mesh. Additional information has been requested.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.